Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported event. Locked down smartphone: lockdown. Operating system: 3.1.6. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 410 mg/dl while wearing the pod between 24 and 36 hours on the leg. Symptoms reported include dehydration. The patient was treated with intravenous fluids and insulin. The patient was released the following day, on (B)(6) 2026.